Manufacturer narrative:
(B)(4). Concomitant medical product: intraocular lens (unknown model and serial number). (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was initially reported that during injection of the intraocular lens, a piece of plastic detached from the device and went into the patient's eye. The plastic was retrieved and there was no patient injury. In follow-up, it was reported that the product was being used for cataract procedure. The introducer accepted the lens without problem. Upon insertion, the surgeon reported some resistance and inserted the lens. When the lens left the introducer, a small piece of plastic was noticed and removed without any trauma to the patient. It was washed out of the patient's eye. No further information was provided.

Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 09/18/2015. Two cartridges were returned to the manufacturer for evaluation. However, it is unknown which cartridge is the complaint unit; therefore, both units were evaluated. The cartridges were visually inspected under a microscope. Cartridge #1: residues of viscoelastic solution were observed on cartridge tube and the loading zone. Heavy dent distortions, stress marks and a crack were observed on the cartridge tip and tube area that could be related to an inadequate handling of the unit during the insertion process. In addition, the cartridge returned with some particles and fibers. The particle could be related to the crack cartridge due to the crack is consistent with the cartridge has been impacted with the rod tip of the metal hand piece during surgical process. Cartridge #2: residues of viscoelastic solution were observed on cartridge tube and the loading zone. There were no damages or defect observed on the cartridge tip and tube area. In addition, the cartridge returned with some particles and fibers. The investigation results reasonably suggest that the event reported could be related to the surgical technique used during the loading process. A review of the directions for use (dfu) was conducted. The dfu adequately provides instructions and precautions for the proper use and handling of the device. The manufacturing record review was performed. The devices were manufactured within specifications. There is no associated deviation or non-conformity report found in the manufacturing record review (mrr). The device manufacturing procedures were performed as required. All pertinent information available to abbott medical optics has been submitted.